Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit's alarm is not working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the alarms not to function, which confirmed the original complaint issue. Fields were updated accordingly.

Event description:
Dealer is stating that the unit's alarm is not working.